Manufacturer narrative:
Review of manufacturing records for involved batch of liner did not identify any pre-existing anomaly or nonconformity that could have contributed to reported issue. The manufacturer will provide a final report as soon as the investigation will be completed.

Event description:
Revision surgery performed on (B)(6) 2025 due to disassembly of components. Extension and liner came apart from humeral body. Complained component smr reverse liner retentive (part number: 1365.50.821, lot: 24at6ax, sterilization: 2500062) was replaced with a new smr reverse liner retentive +6mm dia 40mm (part number: 1365.50.821), and reverse humeral body (part number: 1352.15.010) and its extension (part number: 1352.15.001) were implanted as troubleshooting. Previous surgery was performed on (B)(6) 2025. The patient is a male, date of birth on (B)(6) 1962. The event occurred in the united states.